Event description:
It was reported that the ipg became inoperable, and there were no surgeries causing the ipg to become inoperable. In turn, surgical intervention was undertaken wherein the ipg was explanted and replaced on (B)(6) 2019. Postoperative, patient has effective therapy.